Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was 11.9 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. No further details were provided.